Event description:
Father reported the infusion device automatically goes into the stop mode without providing an alert or error message between the hours of 12:00 - 4:00 am. Blood glucose has elevated up to 400 mg/dl as a result. Insulin has been delivered via the infusion device to correct elevated blood glucose. The infusion device was not exposed to water or electromagnetic fields. The correct type of battery is used in the infusion device, and the battery setting is programmed to alkaline. Pt's normal blood glucose is 110 mg/dl. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.